Manufacturer narrative:
Date of submission 11/06/2017 the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, moisture was found behind the display lens, and in the battery compartment. The battery cap was not returned. The battery compartment was cracked on the side from the threads to the cover. A test cap was able to attach to the pump. The pump was unresponsive. Upon battery insertion, there were no auditory or vibratory alarms, and a blank display. The pump history and black box could not be downloaded. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.